Manufacturer narrative:
Recall/correction number continued: 1627487-07262012-002-r. The ipg serial number was included in the field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to recharge the ipg for several years. Reportedly, ipg could not communicate with the external devices when attempted. Ipg was deemed inoperable. Surgical intervention may be pending to address the issue.